Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The previous report submitted on 26jan23 was inadvertently missing investigation information, therefore section h10 has been updated to include all available investigation results.

Event description:
An error message was reported with the adc device. Customer received a "sensor not in contact" message and was unable to obtain readings. As a result, customer experienced "loss of consciousness which caused the patient to bump their head on table, then the patient woke up and self-treated." There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "sensor not in contact" message and was unable to obtain readings. As a result, customer experienced "loss of consciousness which caused the patient to bump their head on table, then the patient woke up and self-treated." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.